Event description:
During circumcision with gomco, it became difficult to remove the foreskin from the penis. This caused a splitting tear at the foreskin incision junction requiring six sutures to close.